Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient's lead had high impedances, preventing patient from having an MRI. Surgical intervention was undertaken to explant and replace the lead. Therapy was restored post-op.

Manufacturer narrative:
Section b3: date of event is estimated.